Event description:
Patient reported right side breast is encapsulated, hard, and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, wear abrasion, deformation, and crease fold. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side breast is encapsulated, hard, and capsular contracture baker grade IV. The device has been explanted.

Event description:
Patient reported right side breast is encapsulated, hard, and capsular contracture baker grade IV. Device has been explanted.